Manufacturer narrative:
Insulin pump received with partial display due to cracked lcd glass. Unable to perform the displacement test and self test due to display anomaly. P-cap or reservoir locked properly in place. Pump received with pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the display of the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.